Manufacturer narrative:
The returned device was analyzed and the reported allegations of device not working well was confirmed. Based on a review of all available information, the cause of the reported event was determined to be the cause of a lower than specified output pressure of the balloon could lower the compliance force of the cuff on the urethra and lead the issues reported. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working well with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.